Event description:
It was reported that the device indicated elective replacement [eri] due to high ventricular output. Additionally, the right ventricular lead was reported to have high threshold. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.